Event description:
It was reported that the extension set had a light tan discoloration. There was no damaged observed to the over-pouches or shipping container. There was no patient involvement. No additional information is available. This is report 1 of 10 for this event.

Manufacturer narrative:
(B)(4). Additional information: the device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with the naked eye and magnification. And noted ten samples with discoloration. Functional tests performed include leak testing and clear passage testing with no issues noted. All tip protectors were removed by hand with no issues noted. Lab connectors were attached and the connections were leak tested with no issues. Visual inspection verified reported condition of discolored. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.